Event description:
Pt was revised to address loosening of the femoral.

Manufacturer narrative:
The product was not returned for examination. Product info required to retrieve the device history records for review and search the complaint database by mfg lot was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.